Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery procedure a protege gps stent was implanted in the left common iliac artery (proximal and mid segments) for a target lesion described as 30mm plaque lesion with minimal tortuosity, minimal calcification, and a vessel diameter of 9 mm. The stent was placed before the expiration date was checked, and it was then identified that the device was expired. The vessel was pre-dilated and post-dilated, no embolic protection was used, no resistance was encountered when advancing the device, and no packaging or device removal issues were reported. The device was used in the patient and remained implanted, and the procedure was reported to have proceeded as normal. No injury, intervention, or health consequences were reported, and the patient was reported alive with no injury.